Manufacturer narrative:
Full patient identifier is case (B)(6). The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. A beckman coulter field service engineer (fse) was dispatched to assess instrument performance. The fse inspected the wash and precision pumps; the fse noted the pump was dirty. Fse cleaned and replaced the pump. Fse then performed system check and calibration which passed within specifications. Fse did not note further issues. In conclusion, the cause of the non-reproducible sars-cov-2 igm assay results is due to a hardware malfunction.

Event description:
On (B)(6) 2020 the customer reported erroneous reactive covid (sars-cov-2 igm assay, part number c58957 and lot number 971230) results for two patients were generated on the customer's refurbished access2 immunoassay analyzer (part number 386220 and serial number (B)(4)). The customer did not report the reactive covid results out of the laboratory. The customer did not report a change to patient treatment or management for either of the patients in conjunction with the event. There were no hardware errors or other assay issues reported in conjunction with this event. System performance indicators such as system check, calibration and level 2 quality control (qc) were passing within specifications at the time of the event. A beckman coulter field service engineer (fse) was dispatched to assess the instrument's performance. Fse noted the stator assembly was dirty; fse rebuilt the wash and precision pump. Fse cleaned the assembly and reassembled pumps. Fse then performed system check and calibration which passed within specifications. There were no issues with sample integrity reported by the customer. Customer did not provide sample information such as sample tube manufacturer, centrifugation, handling or other sample processing information.